Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a power on reset (por) and ¿call your doctor.¿ the patient was recently in the hospital for a revision and was around medical equipment. The patient was going to see the doctor tomorrow. The porwas seen yesterday on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.